Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image caused due to ccd objective lens needing to be dried out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1 complete initial reporter establishment name: (B)(6). E1 complete address 1: (B)(6).

Event description:
It was reported that the subject device had a blurry image. The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.